Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non dehp flo-gard IV solution administration set leaked solution onto the floor. This occurred 2 hours into patient infusion of chemotherapy solution using a baxter pump. The reporter stated that the line was broken in the middle and nowhere near a welding. There was no patient injury or medical intervention reported with this event. No additional information is available.